Event description:
A patient called for information on stent removal and additionally reported adverse events. On (B)(6) 2008, the patient had two cypher stents implanted in the rcam due to the results of a cardiac cath. On (B)(6) 2008, immediately following the implantation of the stents, the patient had difficulty breathing, dizziness, high blood pressure with alternating low blood pressure, bleeding through teeth, and rashes on legs, further described as an allergic reaction. The patient stated that these events are "slowly killing her" and she "feels like she is dying". The physician was aware of the events. As treatment for the rash, the patient used hydrocortisone cream. The events remained ongoing. The patient refused to provide additional information. Additional information received on (B)(6) 2012, from the medical affairs indicated that a patient reported to have undergone cardiac cath and a cypher stent was implanted in 2009, to the unknown vessel due to unknown reasons. Immediately after stent placement, the patient experienced felt tingling rush going head to waist and feet, dizziness, nausea, and felt like going to die or just fall down. In addition, the patient reported "stent is killing the patient, the body is attacking the stent" since 2009. The patient further clarified this by reporting the event of pre-existing auto-immune disease and because the stent was a foreign matter for body was attacking it. The patient also experienced edema in the ankles. The patient also had cramps in the legs and abdomen. The patient also intermittently experienced seizure-like episodes further clarified as staring off into space. During these episodes, the face turned red to white and even blue at times. Physician was aware and no treatment was given. The patient also had generalized pus-filled rashes further clarified to be like shingles. The patient also reported that the history of ms has been advancing more quickly further clarified having more trouble staying in remission.

Manufacturer narrative:
Please note that exact event date is unknown however a patient reported to have undergone cypher stent placement in 2009. Similarly, exact implant date of two cypher stents associated with this event is also unknown, but patient reported to have undergone placement of these stents in (B)(6) 2008. Complaint conclusion: the complaint received states that post cypher stent implantation this patient suffered dizziness, high and low blood pressure, difficulty breathing, bilateral leg rash and coronary restenosis. This is a (B)(6) female with medical history including sulfa, latex, cinnamon, dye products, "renoglass", beta blockers, and "clavamox." History of anaphylactic shock from sulfa and beta blocker allergy, heart problems, and diabetes. In 2008, the patient had two cypher stents implanted in the rcam due to the results of a cardiac cath. In 2008, immediately following the implantation of the stents, the patient had difficulty breathing, dizziness, high blood pressure with alternating low blood pressure, bleeding through teeth, and rashes on legs, further described as an allergic reaction. The patient stated that these events are "slowly killing her" and she "feels like she is dying." The physician was aware of the events. As treatment for the rash, the patient used hydrocortisone cream. The events remained ongoing. The patient refused to provide additional information. Additional information received from the medical affairs indicated that the patient underwent cardiac cath and a cypher stent was implanted in 2009 to the unknown vessel due to unknown reasons. Immediately after stent placement, the patient experienced felt tingling rush going head to waist and feet, dizziness, nausea, and felt like going to die or just fall down. In addition, the patient reported "stent is killing the patient, the body is attacking the stent" since 2009. The patient further clarified this by reporting the event of pre-existing auto-immune disease and because the stent was a foreign matter for body was attacking it. The patient also experienced edema in the ankles. The patient also had cramps in the legs and abdomen. The patient also intermittently experienced seizure-like episodes further clarified as staring off into space. During these episodes, the face turned red to white and even blue at times. Physician was aware and no treatment was given. The patient also had generalized pus-filled rashes further clarified to be like shingles. The patient also reported that the history of ms has been advancing more quickly further clarified having more trouble staying in remission. The stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14001695 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Difficulty breathing, high and low blood pressure, rash and aggravated dizziness, while not specifically mentioned in the IFU, maybe related to an allergic or autoimmune response post stent implantation. Immune reactions are a known potential reaction the implantation of drug eluting stents within the body. Most stents, both bare metal and drug eluting, are made with a metal alloy, either stainless steel or cobalt-chromium, but all contain nickel. Nickel is a metal that a certain percentage of the population is allergic to. Whether or not the small amount of nickel can cause significant reactions has not been widely studied. The drug to be eluted may contribute to a hypersensitivity reaction; however, it is not known if the patient has a known allergic reaction to the sirolimus on the cypher stent. Review of the limited information does not allow for an educated assessment of the potential contributing factors to the reported event. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factor for atherosclerotic disease; i.e. Diabetes. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00517 and 3003742446-2012-00518.

Manufacturer narrative:
Contact with physician's office indicated that the patient had no cypher stents placed in 2009, unless the patient had it placed from some other hospital. From records, the patient had visited the same hospital for vaccine procedures in 2009 and 2010. No additional information is obtained. Concomitant medications included plavix. Please note that exact event date is unknown however a patient reported to have undergone cypher stent placement in 2009. Similarly, exact implant date of two cypher stents associated with this event is also unknown, but patient reported to have undergone placement of these stents in (B)(6) 2008. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00517 and 3003742446-2012-00518.